Manufacturer narrative:
The device was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at device display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The device was received with cracked minor scratched lcd window and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer went to emergency room due to diabetic ketoacidosis and high blood glucose of almost 600 mg/dl on (B)(6) 2019. Customer's blood glucose at time of incident was over 700 mg/dl. Customer was treated with manual injection. Customer alleged possible under delivery on insulin pump. Customer had nausea, vomiting and positive ketone test. Customer stated that drive support cap was normal and exited at quick release. Insulin pump will not be returned for analysis.